Manufacturer narrative:
This report is for an unknown constructs: tomofix plate/screws/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: nakamura, r. Et al (2020), high tibial osteotomy solely for the purpose of return to lifelong sporting activities among elderly patients: a case series study, asia-pacific journal of sports medicine, arthroscopy, rehabilitation and technology, vol. 19 (xx), pages 17-21 (japan). The aim of this retrospective study is to investigate the results of owhto solely for rts in middle aged and elderly patients. Between april 2009 to april 2017, a total of 9 patients (3 male and 6 female; with a total of 12 knees) with an average age of 61.7 ± 6.7 years (range: 53-71 years) were included in the study. Unilateral or bilateral open wedge high tibial osteotomy (owhto) was performed using tomofix® small plates (synthes gmbh, solothurn, switzerland) in 7 patients (9 knees) or a competitor device in 2 patients (3 knees), and a bone substitute or graft from a competitor in 7 knees. The mean follow-up period was unknown. The following complications were reported as follows: a (B)(6) year-old female patient had a takeuchi type iii lateral hinge fracture. A (B)(6) year-old female patient had not returned to her pre-symptom level of sports activity. This report is for an unknown synthes tomofix plate/screws constructs.